Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a needle broke off in the patient during administering medication. Unknown amount of medication administered due to medication coming out after the needle broke. There was a patient involvement and there was no reported patient harm.